Manufacturer narrative:
A replacement blood pressure monitor was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc blood pressure monitor's reading to a simultaneous manual reading performed at their provider's office. The provider's manual reading produced a systolic value of 150 mmhg, and the teladoc monitor produced a systolic value of 128 mmhg. The diastolic values of both readings were not available.